Event description:
It was reported that the patient developed a staphylococcus aureus infection at the implant site which was believed by the physician as procedure related. The patient was admitted to the hospital and was placed on antibiotics and underwent an explant procedure. The explanted devices will not be returned as they were discarded.

Manufacturer narrative:
Date of event: exact date unknown, event date used was when patient went to the emergency room and had the device removed. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).